Event description:
It was reported that the patient suffered phrenic nerve stimulation due to high left ventricular (lv) lead threshold. The lv output was adjusted and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The analyst noted that the left ventricular (lv) lead capture threshold has been measuring high; last measured via capture management on 2014-(B)(6) at 5 volts.